Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: due to damage on the channel tube, foreign objects come out of distal end; bending section cover or distal sheath rubber has a chip; adhesive on the bending section cover or distal sheath rubber has a crack; adhesive on bending section cover or distal sheath rubber has white-clouded area; color ring has a crack; adhesive around light guide lens is peeled; image guide protector has a scratch; and connecting tube has a scratch. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis lucera duodenovideoscope had broken forceps elevator wire. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that a foreign matter came out of forceps channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material came out of the instrument channel, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). Three attempts were performed to obtain additional information regarding reprocessing, but no response was received from the customer. The event can be detected by following the instructions for use (IFU) which state: "1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts or other irregularities. 9. Inspect the guidewire locking groove of the forceps elevator for stain. 1. Confirm that the forceps elevator is lowered, then insert the endo-therapy accessory through the biopsy valve. Confirm that the endo-therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 4. Confirm that the endo-therapy accessory is withdrawn smoothly from the biopsy valve.". Olympus will continue to monitor field performance for this device.